Manufacturer narrative:
Device is combination product. (B)(4). Returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, inner liner, proximal liner and the remainder of the device were checked for damage. Visual examination showed that the outer sheath had a kink and buckling at the nosecone. There was also buckling approximately 14cm from the nosecone. The mid-shaft showed damage at the markerband and approximately 1cm proximal the markerband. It was noticed the inner liner was kinked at the tip. There was also tip damage consistent with stent deployment issues. The pull handle was loose in the handle, which is consistent with internal damage. The handle was opened and it was noticed inside the handle that the retainer clip had separated from the pull rack. It was also noticed that the mid-sheath showed a kink approximately 1cm distal the retainer clip. The thumbwheel showed no damage. The stent was not returned with the device; however, a partial portion of the stent was returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that partial stent deployment and a stent fracture occurred. A 6x150x75cm eluvia¿ stent was selected to treat a highly calcified lesion located in the superficial femoral artery. The eluvia¿ stent was advanced via antegrade approach and deployment was initiated. The eluvia¿ stent deployed to about 6mm then an audible click was heard and the thumbwheel was turning however stent deployment stopped. It was noted that the thumbwheel was used until the white arrow was visible. The physician then removed the delivery system causing the stent to elongate and fracture inside the patient¿s vessel. The physician spent a half hour attempting to remove the fractured stent. The fractured stent was successfully retrieved. The procedure was completed with another same eluvia¿ stent. No further patient complications were reported and the patient¿s condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment and a stent fracture occurred. A 6x150x75cm eluvia¿ stent was selected to treat a highly calcified lesion located in the superficial femoral artery. The eluvia¿ stent was advanced via antegrade approach and deployment was initiated. The eluvia¿ stent deployed to about 6mm then an audible click was heard and the thumbwheel was turning however stent deployment stopped. It was noted that the thumbwheel was used until the white arrow was visible. The physician then removed the delivery system causing the stent to elongate and fracture inside the patient¿s vessel. The physician spent a half hour attempting to remove the fractured stent. The fractured stent was successfully retrieved. The procedure was completed with another same eluvia¿ stent. No further patient complications were reported and the patient¿s condition is stable. This product is only ous approved but it is similar to an approved us device.